Event description:
Implant was brought to the room. The nurse noticed there was no expiration date. At a quick glance, the sales rep say a head on the box in her hand, with a manufacturing date of 08/2008, and added 10 years, thinking it was the articuleze head. Upon later inspection of the stickers, rep realized it was the bipolar head.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned and is presumed yet implanted. A complaint database search finds no other reported incidents against the provided product and lot combination. Per the as400 system, this product was released for distribution and was also shipped from finished goods to this territory during calendar year 2008, well prior expiry. No shipping process error was found, and a need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.